Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) verified that the lid/hinge was operating properly on the roller pump. During his visit to the medical facility in (B)(6) 2016, the fsr decided not to replace the hinge on this roller pump. 6¿ roller pump lids are not available and since he had replaced the hinge in (B)(6) 2016, he did not re-replace the hinge. No part will be returned since no repair was done. Fsr will wait for the new version of lid/hinge to satisfy the perfusionist's (ccp) complaints. Fsr received response from marketing manager regarding lids/hinges in general for user facility. Marketing manager and sales and marketing vp had a conversation with the ccp to ensure that his voice is being heard, but manufacturer must continue to follow approved quality system with respect to product development. They mentioned that at this time manufacturer is targeting early next year for release of pump lids and colored caps. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) most recently replaced all the hinges at the user facility on (B)(6) 2016. The next planned inspection of the system-1 is in (B)(6) 2016. Manufacturer sales representatives will be contacting customer to discuss reported issue.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the lid/cover had fallen off of the yellow capped roller pump in operating room (o/r) 21. The device was not changed out, as the perfusionist (ccp) put the lid back on the pump and used for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.